Event description:
It was reported to boston scientific corporation on february 27, 2008 that an ultraflex non-covered ng esophageal stent device was placed five days prior (patient age, gender and weight unknown). According to the complainant, the physician inserted the device into the patient without any issue, but was not able to retract the deployment suture thread in order to deploy the stent. Reportedly, the physician did not use force to attempt to deploy the stent. It was also reported that when the device was removed, a kink was noted at the distal tip. The procedure was completed with another ultraflex non-covered ng esophageal stent. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Deploy, failure to. Kink. A visual examination of the returned device revealed. A kink was present on the device shaft at approximately 345mm proximal to the distal tip. During the evaluation, it was possible to deploy the stent without any issue. The reported malfunction is confirmed; the cause is undetermined. A review of the device history record revealed no anomalies. A search of the complaint database revealed no additional complaints reported for this lot. The june 2008 15-month ultraflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.